Event description:
The dental handpiece overheated, causing the handpiece to burn the pt's lips.

Manufacturer narrative:
Action taken by doctor: stopped procedure, got new handpiece, finished procedure, pt cold compress on burn. Long term outcome: once burn healed, area was no scarred enough for plastic surgery - no further action is planned. No visual damage or defect on exterior of the handpiece were found. Root cause analysis: our analysis shows that the inside of the handpiece contains blood and rust. When internal metallic parts are left for several hours in contact with blood and /or irrigation liquids such as nacl, it allows the corrosion process to start. Corrosion will rust ball-bearings and cogs until the transmission system is blocked. The ball bearing was covered with blood and rust and it certainly started to heat the head of the handpiece as soon as the motor rotated, thus burning the pt's lips. (See scanned page.)